Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) could not be threaded over the spring wire guide (swg). As a result, another iab was retrieved and used successfully for this insertion. There was no reported patient death or injury. The iab therapy was delayed for the time it took to prep another iab for insertion. The delay in therapy did not cause harm to the patient. There were no reported patient complications. The patient outcome is fine.